Event description:
It was reported patient had surgery on (B)(6) 2013 because the device "had to be pushed in more." It was added that the revision was for the device to be pushed in further into the patient¿s body. The patient's status was undetermined at the time of the report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v050278, implanted: (B)(6) 2007, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).